Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a medical history of previous pci, stroke, parkinson¿s disease; prostate cancer; hyperlipidemia and hypertension. During the index procedure, the rca was treated. It was reported that the patient suffered a small peri- procedural infarction. Cec adjudicated the event as a q wave mi (target vessel) , mdt extended historical peri-pci. Scai definition peri-pci. Cec adjudicated stent thrombosis as no event.